Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction that could have contributed to the reported hyperglycemia. The customer reported that the cannula was not inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer reported that her blood glucose result was 455 mg/dl. She stated that the cannula was "not all the way in" and that there was a small amount of blood. In a follow-up call, she was provided further details. She stated that at 7:26 am, her blood glucose result was 400 mg/dl. She gave herself a manual injection of insulin (units not provided). At 8:05 am, it was 394 mg/dl and she gave herself a 3.95 unit bolus. At 8:55 am, with a blood glucose result of 454 mg/dl, she deactivated the pod.